Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc requested quality control data, which resulted within range for levels 1 and 2. Ccc also requested calibration information for the two standards a solutions used, and both were comparable. The customer replaced the standard a solution with a new lot and repeated the patient sample. It was also discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely low sodium results is unknown. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on one patient sample on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). Prior to obtaining the initial low result, the customer replaced the standard a solution. The sample was repeated on the same instrument three times, resulting higher than the initial result but falsely low. The sample was then repeated on an alternate instrument, resulting higher. The customer then replaced the standard a solution again and retested the sample on the original instrument, which resulted higher than the initial results and matched the result obtained on the alternate instrument. It is unknown if the corrected result was reported to the physician(s). There are no known reports of patient intervention